Manufacturer narrative:
All recliners were inspected and evaluated at the user facility. The recliner that was used during this reported event had not been segregated from the others nor was the serial number of the suspect recliner documented. Therefore, the recliner in use during this event was not able to be identified.

Event description:
It was reported that a hospital visitor attempted to get out of the recliner and the leg rest did not latch, and it flipped out and hit her. The visitor left the hospital, but returned to the emergency room the following day. She reported that she had been up all night in pain and had twisted her knee badly. An MRI was required and follow up visits. It was reported that the recliner was difficult to put up and down. It was further reported that it was difficult to lower the foot end once it was raised.